Event description:
During coronary stenting, the balloon ruptured below rated burst pressure. The target lesion located in the mid right coronary artery (mrca). It was unk if the lesion was de novo. However, the vessel was highly tortuous and moderately calcified with 90% stenosis. The cypher stent was delivered to the target lesion by direct stenting and the delivery catheter balloon was inflated. However, the balloon inflated slowly and the pressure of the inflation device stopped at 8 atmospheres, as it would not increase. Therefore, a balloon rupture was suspected. Consequently, to deploy the stent, post-dilation was conducted with a 3.0mm lacrosse balloon but this balloon ruptured at 10 atmospheres. Therefore, a quantum merverick balloon was select to deploy the stent and this balloon also ruptured at 14 atmospheres. Intravascular ultrasound was conducted and optimal stent apposition was confirmed. The procedure was finished successfully without any adverse effects to the patient.

Manufacturer narrative:
The complaint device is available for evaluation and testing; however, it has not been received as of to date. This device cannot be legally distributed in the united states, however, it is similar to the cypher sirolimu-eluting coronary stents marketed in the us.